Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs anchor, model: 1192, UDI: 05414734400671, batch: 6573770 during processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's lead had high impedances. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the lead was explanted and replaced to address the issue. It is unclear which lead contributed to the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the octrode lead had all its internal wires broken, that would cause high impedance. The damage is consistent with an overstress condition or sudden event the lead was subjected while in vivo.